Event description:
The service report shows that while performing pre-pt checks, the bio-med found the loss of power alarm intermittently sounding with a low battery alarm on the unit. The customer support engineer (cse) verified the reported problem and adjusted/tightened the battery terminal connector. The unit passed extended self testing, and no parts were replaced. It was verified that the unit was not on a pt at the time of occurrence. This report is not admission that this device caused or contributed to the event alleged in this report.